Manufacturer narrative:
The battery monitor was returned to the manufacturer for evaluation. When installed on a known operational imaging system, the top led would not illuminate. When attempting an image acquisition, a beep would emit and no image would be received.

Manufacturer narrative:
Battery charger 1 and 2 were returned to the manufacturer for analysis. The chargers were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the generator was displaying an error constantly and x-battery led on battery monitor board was failing immediately. Representative replaced x-ray batteries, x-ray charger boards and replaced battery monitoring board. Imaging system had two different problems. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The chargers boards have been received by manufacturer for evaluation but results are not available yet. The suspect batteries and battery monitor board has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the site was unable to acquire 2d image acquisitions.the procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.